Event description:
It was reported that the device was saying the syringe is empty when the syringe is full. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Syringe empty messages was found in pump event history log. Syringe empty messages was found right at the beginning of the infusion and found broken plastic tab on position pot. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced the position pot. Performed syringe test and all functional testing which passed.